Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual and microscopic inspection noted wear at folds in the distal and proximal ends of one of the cylinders, wear and a large tear at a fold was also observed in the reservoir shell. Leak testing was performed, and the reservoir did not pass due to the damage observed at the fold in the shell. Based on the available information, an overall conclusion code of caused traced to component failure was assigned to this event. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a nonconformance was identified. See additional manufacturer narrative for full investigation details.